Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported that a patient was a steroid responder and had elevated (iop) intraocular pressure four weeks post (prk) photoefractive keratectomy in the left eye. Patient was placed on a alpha-adrenergic receptor agonist drop which decreased the intraocular pressure. After the pressure came down, the drop was stopped. The patient has noticed the vision has improved.